Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during ileostomy. Anatomy involved: colon. When the surgeon closed a purple reload onto the colon, she then pressed the green fire button, the black handle kicked out, then when the surgeon tried to fire the stapler, the stapler reload opened when she squeezed the stapler handle to fire and a new purple reload was loaded and the same thing happened. Then loaded a black reload onto the new device and the black reload worked well on the colon. The surgeon told that the malfunction was because of the tissue. Current patient is not known. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc.